Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer's blood glucose was 487 mg/dl on (B)(6) 2016, between 8am and 11am. The caller stated that the customer became ill on (B)(6) 2016 and passed away on (B)(6) 2016, at home. The caller stated that the cause of death was early dementia and the customer quit eating. The caller stated that at the end the customer's organs shut down. The caller did not know the customer's blood glucose at the time of death. The caller stated that ever since the customer received the insulin pump her blood glucose was regulated but she stopped eating. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump at this time.